Event description:
It was reported that during a da vinci-assisted surgical procedure, jaws of the force bipolar instrument were frozen and would not open or close. The jaws were dislocated. A backup instrument was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip, causing side to side misalignment of the grips. There was a 0.023¿ offset at the tips. The instrument was placed and driven on an in-house system where it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed. Additionally, the instrument was found to have a damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.